Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.0mm (B)(4) implantable collamer lens on (B)(6) 2012 in pt's left eye. The lens was explanted on (B)(6) 2012 due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. The pt was (B)(6) at the time of implantation. The pt's age was not in the manufacture recommended age range. This constitutes an off-label use of the device.